Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, after advancing the resolution clip device to the target lesion within the colon, the clip assembly was not able to be opened. The device was withdrawn from the patient, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. This event has been deemed reportable based on the following preliminary evaluation finding; oversheath torn.

Manufacturer narrative:
(B)(4) for the preliminary evaluation finding of oversheath torn. The complaint device has been received by the manufacturer; however, the failure analysis is still being performed. Preliminary findings revealed that the oversheath was torn. Therefore, this event is now considered MDR-reportable. A supplemental medwatch will be submitted once the final device analysis has been performed and the complaint investigation has been approved.

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, after advancing the resolution clip device to the target lesion within the colon, the clip assembly was not able to be opened. The device was withdrawn from the patient, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. This event has been deemed reportable based on the following preliminary evaluation finding; oversheath torn.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was detached from the bushing, but still attached to the control wire via the tension breaker and yoke. The prongs could not be opened, but the clip assembly could be deployed. Two clicks were heard. The oversheath was torn at the distal end and was accordioned at the sheath grip. The investigation could not confirm a root cause for the reported event based on the condition of the returned device. Therefore the most probable root cause is undeterminable as there isn't enough information to determine a probable root cause.. A review of the device history record (DHR) was performed and found that the device was manufactured in accordance with the device master record.